Event description:
The customer submitted a feedback regarding the st80i reports differing from on-screen to printouts. This complaint has been evaluated and does not allege a death, serious injury, or safety issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer submitted a feedback regarding the final report having errors which the customer feels could lead to potential safety issue. There was no patient harm or injury reported in this instance.